Manufacturer narrative:
Initial and final MDR 1903608 - MDR 3003442380-2024-12470 - device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set site leaking from site housing events since (B)(6) 2024. The set was in use for two hours. Blood glucose levels were between 300-499 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.